Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Based on the information received, a recent imaging indicated that the compressed array was over inserted. Therefore, in order to provide the user with a better cochlear coverage and access to high frequency sounds, it was decided to explant the concerned device and re-implant with a longer array. During explantation, the array was found to be tightly embedded and therefore difficult to remove. This was likely due to further ossification of the cochlea, which also prevented insertion of an insertion test device. Such histopathologic changes of the cochlea are most likely caused by the progression of the post-meningitic ossification process. The latter could also explain the observed increase in impedances. Other damages found during investigation are likely due to the explantation surgery. This is a final report.

Event description:
Based on how far the array was positioned inside the cochlea, it was planned to re-implant a standard or medium array to give better cochlear coverage and access to high frequency sounds. Upon removing the compressed active array from the cochlea it was evident that the array was damaged. There is no allegation of the device being faulty prior to implantation.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Based on how far the array was positioned inside the cochlea, it was planned to re-implant a standard or medium array to give better cochlear coverage and access to high frequency sounds. Upon removing the compressed active array from the cochlea it was evident that the array was damaged. There is no allegation of the device being faulty prior to implantation.